Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. Engineering analysis of the device logs identified no motor errors or delivery malfunctions. However, cgm data showed sustained hyperglycemia with a peak above 400mg/dl, despite ongoing insulin delivery requests. A tubing fill of approximately 84 units was recorded mid-morning, followed by a drop in blood glucose levels, suggesting impaired insulin absorption prior to the fill. The pattern is consistent with a potential bent or occluded cannula. The product was not returned for evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a user experienced hyperglycemia with nausea and vomiting, and reported a blood glucose (bg) level of 553mg/dl. The user was admitted to the hospital and treated with intravenous (IV) insulin. Hospital staff later confirmed diabetic ketoacidosis (dka). The event occurred shortly after an infusion set change. The user remained off the ilet at the time of follow-up.